Manufacturer narrative:
The absence of an alert was attributed to an expired calibration. There was no reported malfunction of the eversense system. No additional investigation is required.

Event description:
It was reported that the user experienced a hyperglycemic event on (B)(6) 2026. The confirmed fingerstick blood glucose (bg) level was 410 mg/dl at approximately 8:20 am et. At the time of the event, no sensor glucose (sg) values were available because the system had issued a calibration expired alert, preventing both the display of glucose readings and the triggering of a high glucose alert. The user managed the situation independently by administering insulin and did not seek medical treatment. Their healthcare provider was not informed, and the user was advised to follow up for further medical guidance. System records confirm the device is currently in use with up-to-date information.